Event description:
I've used renu solutions since I got contacts. About 14 yrs. I was diagnosed with a fungus, and was recommended not to wear contacts until eyes clear up (if they do). I got blurry vision, bad headaches, discharge from eyes and sunlight hurts my eyes.